Event description:
It was reported that during generator replacement surgery, the patient's right atrial (ra) lead was suspected for fracture. The physician decided to remove the lead and replace it. During removal, the patient's right ventricular (rv) lead insulation was damaged. The physician chose to remove and replace this lead as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.